Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device history records review was completed for part# 391.201, lot# p311567. Supplier: (B)(4), release to warehouse date: mar 27, 2006. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product development investigation was completed. A visual inspection, drawing review and DHR review were performed as part of this investigation. The knob of the returned device is able to turn clockwise and counterclockwise without any issue. When turned clockwise the internal grips are able to tighten, and when turned counterclockwise the internal grips loosen completely. No functional issues were observed with the device. The cable was not returned for testing. The complaint is not confirmed and replication is unable to be tested as the cable was not returned. Relevant drawings were reviewed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for the intended use when employed. No definitive root cause was able to be determined. The device is over 10 years old and the use and sterilization conditions the device was subjected to are unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative: (B)(4). Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that: the patient underwent an unknown procedure on (B)(6) 2017. During the procedure while the last cable was being implanted in the patient the cable became crimped. The surgeon tried to remove the cable tensioner but the inside jaws would not release/disengaged the grip on the cable once the knob was turned counterclockwise until it stopped. They were able to cut the cable coming out of the crimp but they had difficulty removing the remaining cable out from the cable tensioner. Knob was turned counterclockwise until it stopped but inside jaws didn't want to release the cable. No surgical delay was reported. No data provided on patient outcome. The procedure was successfully completed. The facility knows how to use the cable system that is often used at the site. This complaint involves 1 device. This report is 1 of 1 for (B)(4).